Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d8, h3, h6. Corrected fields: d9 (device was received prior to initial submittal), g2 (company should not be selected, added selection). The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely, the reported issue occurred dur to user error, improper handling, and/or an application of excessive force. Olympus will continue to monitor field performance for this device

Event description:
It was reported the insertion part of the telescope was twisted and bent. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.